Event description:
As reported, approximately 10 years post the initial left total shoulder arthroplasty, the patient was revised due to cuff failure and subsequent humeral head migration. The patient was revised to a reverse prosthesis. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.